Event description:
It was reported that the patient had developed a suspected mucus plug requiring a bronchoscopy performed on (B)(6) 2022. A culture was collected and was found to be positive for e.coli, serratia marscens, and haemophilus influenza. The patient had a fever during this time and started on vancomycin and cefepime. The patient had atrial fibrillation with rapid ventricular response (rvr) rate of 150-160bpm on (B)(6) 2022. The patient was cardioverted to sinus rhythm with premature ventricular contractions (pvcs). On (B)(6) 2022 the patient became hypotensive and had an atrial flutter of 130-140 seconds. The patient was given bolus without success. They were cardioverted twice at 200 joules which were unsuccessful at converting them to sinus rhythm. The patient was reintubated and amiodarone and lidocaine boluses were given. They have continued on inotropic/vasopressor support. On (B)(6) 2022, the patient was diagnosed with acute kidney injury (aki) likely not factorial but a combination of nephrosarca/edema, in addition to poor perfusion with atn-acute tubular necrosis-lack of blood flow and oxygen to the kidneys.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient experienced mixed shock and vasopolegia post implant, requiring inotropic and vasopressor support. The patient had pulmonary hypertension for which they received sildenafil and nitric oxide. The patient appeared to be volume overloaded and was given intravenous bumex.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including right heart failure, cardiac arrhythmia, respiratory failure, renal dysfunction, and localized infection, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's renal dysfunction was treated with dialysis.

Manufacturer narrative:
Manufacturer's investigation conclusiona direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (localized infection, cardiac arrhythmia, respiratory failure, and renal dysfunction) cannot be conclusively determined.the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this timethe heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia, respiratory failure, renal dysfunction, and localized infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system.care instructions regarding preventing infection are provided in various sections of this document.the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications.no further information was provided. The manufacturer is closing the file on this event.